Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca and two resolute onyx stents were implanted into the lad. Approx 10 months post index procedure the patient suffered a myocardial infarction. The investigator assessed the event as not related to the index device but possibly related to anti-platelet medication. The patient was treated with medication and recovered.